Event description:
It was reported that the ventilator generated alarms for low o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated alarms for low o2 concentration. There was no patient harm. The reported issue has been confirmed during evaluation of the received problem description and log files. Our fse (field service engineer) was on-site to investigate the issue further and did not find any malfunctions. There is no further information.